Event description:
Subsequent to the initially filed report, the following information was received:on 09/12/2020, the patient had a sub-arachnoid bleed and went into cardio-pulmonary arrest on the way to the hospital. The patient expired that same day. The sub-arachnoid bleed and patient death is unrelated to the implanted clips.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. The reported patient effects of worsening mitral regurgitation (mr), dyspnea and death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported recurrent mr was a result of the reported slda. The reported dyspnea was a result of the reported recurrent mr. The reported additional therapy/non-surgical treatment and hospitalization were a result of case specific circumstances as the patient underwent another mitraclip procedure where an additional clip was implanted to stabilize the slda clip. The reported unrelated death appears to be related to the patient condition. There is no indication of product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1. On (B)(6) 2020, the patient returned with dyspnea and echocardiogram was performed. The implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2020. Mr was reduced to 1+. No additional information was provided.